Event description:
It was reported that air bubbles were observed. Additionally, blood glucose (bg) level displayed "high". A correction bolus was delivered to address bg. Customer performed a supply change to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.